Manufacturer narrative:
No further information could be obtained on the use of the scenario in how this occurred. The set screw and pedicle screw were both returned and all specification were found to be within specifications. The torque handle was also returned and found to meet specification. DHR was reviewed and no irregularities in the production process could be identified.

Event description:
The set screw came loose from the screw causing the rod to come free of the construct.